Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded from the returned controller for review with events spanning approximately 7 days(B)(6) 2020¿ (B)(6) 2020 per time stamp). Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active on (B)(6) 2020 between 06:39:16 ¿ 06:46:54. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarm was not able to be reproduced during testing. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm and system controller was exchanged.